Event description:
Patient reported that their freedom 60 pump is not winding and black plunger is stuck at top. Patient reported the pump shot syringe out. Unknown if patient has missed dose. Unknown if patient experience an adverse event as a result. Unknown if patient has defective device on hand. All known information is contained on this form. Pharmacy is replacing pump. Pump serial number was not reported. Indications: common variable immunodeficiency, unspecified; selective deficiency of immunoglobulin g [igg] subclasses; common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to (B)(6) by: patient/caregiver.